Event description:
12/25/97 4:00 pm peripherally inserted central venous catheter was patent and secure to the right arm. Hourly IV site checks document the site as within normal limits. 8:00 pm peripherally inserted central venous catheter line had blood backed up in it. Attempts to flush the line were unsuccessful. Dr called to bedside but unable to salvage the line. The catheter was disconnected and removed intact and complete, measuring 20 cm from hub to tip. There was a leakage of fluids from the y connector near the filter. Entire tubing set was replaced.